Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angioseal device was returned to terumo medical corporation for assessment. The returned device included the packaging, hemostasis sheath and carrier tube, locator, and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy from the device successfully except tamper tube. Tamper was found within the carrier tube covered with dried blood which affected its deployment. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to data privacy. A2: age or date of birth: requested, not provided due to data privacy. A3a: sex: requested, not provided due to data privacy. A4: weight: requested, not provided due to data privacy. A5: ethnicity: requested, not provided due to data privacy. A6: race: requested, not provided due to data privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was inserted without difficulty. The trigger mechanism could be activated as usual. Only when the system was retracted (i.e. The anchor was pulled to the inner vessel wall) no resistance was felt and the device could be pulled out of the vessel/patient. No thread was visible here. No collagen sponge included in angio-seal. The anchor and suture remained in the patient. The procedure performed was an aortic valve valvuloplasty. Hemostasis was achieved by manual compression. An 8fr procedural sheath was used prior to the angio-seal device. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was performed. The estimated blood loss was less than 250cc. The patient was stable and did not require hemodynamic support. There was no patient harm. There were no other devices or equipment used with the reported product.